Manufacturer narrative:
Evaluation, results: the precise lot number is unk, however, all possible lots were reviewed and the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and the stylet within the lead was found to have several abnormal bends. The lead was subjected to functional testing and failed continuity testing. Stress testing revealed that there was an intermittent opening in 2 of the lead channels. Conclusion: the reported event was confirmed. As received the lead is missing the stimulation end cap and an electrode. The lead failed continuity testing. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt underwent a trial procedure for an scs system. While attempting to implant the lead the physician temporarily removed it and discovered that the tip of the lead was missing. A fluoroscopy was taken and revealed that the tip was inside the pt. The physician replaced the lead and the pt was satisfied with the stimulation. If the pt decides to go to a permanent scs system, the physician will attempt to remove the tip at that time. On (B)(6) 2010, ans sent the doctor the FDA's public health notification document on unretrieved device fragments.